Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. The helix of the lead was extrinsically bent,the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth,visual summary analysis of the lead indicated damage at implant. The analyst also noted: the helix appears slightly bent. Damaged at implant attempt. Still operates within specification. This could contribute to helix extend issue.

Event description:
It was reported that the lead helix could not extend. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.